Event description:
It was reported that the controller exhibited a controller fault alarm. The patient attempted to exchange the controller and arrested while the ventricular assist device (vad) driveline was disconnected. Emergency medical services initiated chest compressions and the patient was hospitalized. Review of log files data also revealed that the controller had exhibited a prior loss of power, which was attributed to an accidental double disconnection of power sources. The controller fault alarm was attributed to depletion of the internal controller battery. The controller fault alarm was permanently silenced. It was noted that the vad was off for approximately 50 minutes. The patient subsequently expired. The vad remains implanted in the patient. This event was reported in the q1 2025 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.

Manufacturer narrative:
This event was reported in the q1 2025 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Product event summary: the ventricular assist device (vad) and the controller with unknown serial numbers were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue and the serial number is unknown. Log files were not available for review. As a result, the reported events could not be confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal nickel-metal hydride (nimh) battery and/or a faulty internal battery charger integrated circuit. A possible root cause of the reported controller loss of power event can be attributed, but not limited, to the reported disconnection of both power sources from the controller as described in the event details. Based on the limited available information, the device may have caused or contributed to the reported death event. Of note, information provided by the site indicated that the patient expired after experiencing cardiac arrest. Per the instructions for use, cardiopulmonary arrest and death are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagul ant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system - unknown controller. D9: no. H3: no. H4: mfg date:  h5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.